Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported from the attorney through the filing of a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2014. If is further alleged that after surgery "the plaintiff began having trouble with his hip replacement. He was in constant pain and could not walk for the pain". "Patient learned on (B)(6) 2017 that the joint of the hip replacement had slipped and was defective". The patient underwent revision surgery (B)(6) 2017.

Event description:
It was reported from the attorney through the filing of a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6), 2014. If is further alleged that after surgery "the plaintiff began having trouble with his hip replacement. He was in constant pain and could not walk for the pain". "Patient learned on february 21, 2017 that the joint of the hip replacement had slipped and was defective". The patient underwent revision surgery (B)(6), 2017.

Manufacturer narrative:
The following devices were also listed in this report: unknown accolade ii size 6; cat# unknown; lot# unknown. Unknown 36+5 ceramic head; cat# unknown; lot# unknown. Unknown 60- titanium cup; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information: devices reported: an event regarding pain involving a liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.